Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: a review of the black box showed evidence of a call service alarm on the date of the complaint. The rewind, load, and prime steps were performed successfully. The alarm issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the battery cap, and fit.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a missing bolus record in the pump history which may impact treatment decisions.